Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during drain four of four. The hp mentioned they were not sure if they had pressed go before connecting. The troubleshooting did not find anything that could have caused or contributed to the alarm. The technical service representative (tsr) assisted the hp in clearing the alarm and in ending therapy. The hp was to finish therapy with manual supplies. The tsr arranged to swap the hc for an unrelated issue and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.